Event description:
According to the report, the synergraft pulmonary valve and conduit was explanted one year post-operatively due to pulmonary insufficiency.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.